Manufacturer narrative:
(B)(4). Batch # r5742p. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a lobectomy procedure, could not return blade. During the laparoscopic radical resection of lung cancer, when severing the lobe of lung, after fired, the blade moved to the distal end but could not return the blade. Knife reverse button did not work, the surgeon removed the battery and rotated for 180 degree and reinserted the battery, the knife reverse button still did not work, used manual override lever to return the blade. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # r5742p. The analysis found that one pse60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The device was received with an ecr60w cartridge loaded on the device. The cartridge was received unfired. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.